Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head displayed error code e231 when connected to the processor. The issue was identified during inspection for use. There were no reports of patient involvement.